Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s screen was cracked, and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy using backup methods without interruption. Investigation included complaint intake review and device replacement logistics. Investigation of this device revealed physical damage to the display consistent with external impact, with no indication of device functional failure. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external damage unrelated to device manufacturing or design.